Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a patient passed away while connected to the lap top ventilator 1150. The parents found that the patient had disconnected himself from the ventilator and was unresponsive. The parents started CPR and called 911. The patient was transported to the hospital and admitted in picu. The parents were informed that the patient suffered significant oxygen deprivation to the brain. The decision was made to discontinue life support.